Event description:
It was reported that after a thr performed on (B)(6) 2021, it was reported that a patient experimented a dislocation of the implant. A revision surgery took place on (B)(6) 2021 to evaluate the best way to fix the problem and the acetabular cup and liner were replaced with another company's implants. New smith and nephew femoral head implanted. It is unknown how femoral head was able to dislocate out of constrained liner. Patient condition is unknown.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that this device was reported as a concomitant under MDR 1020279-2021-06225, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.